Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the pyxis unit was down and was only displaying a black screen. The field service engineer (fse) power-cycled the station for 10 minutes. The rear panel was removed, and components were inspected. No light-emitting diode (led) activity was observed on the interface or controller cards. The retractor bands were disconnected to isolate the interface card; however, no change was observed. The interface controller card and the controller card were replaced. The station was then rebooted, and the drawers were reconfigured. Drawers 5.1 and 5.2 were detected and found to be fully functional. The system was tested in both diagnostics and application modes, and all tests passed successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis was down and displayed only a black screen. There was no power to the device, and the customer had tried other outlets as well. However, there were no delays or adverse events or injuries reported based on this event.